Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/09/2016. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.